Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 8, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half with one haptic detached and missing. The lens was cleaned and inspected, and scratches were observed on the lens. No further issues were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the surgeon planned to explant the preloaded toric multifocal intraocular lens due to patient dissatisfaction. Additional information provided by the surgeon indicated that the explantation was scheduled, but the patient had called in and canceled it some time ago. Upon further follow-up, it was revealed that the lens was eventually explanted and replaced with another model. The patient was thrilled with the outcome of her treatment and had already locked in the power of the lens, expressing that she was ecstatic about the results. No additional information was provided.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/information not provided. Section b3: date of event: unknown/information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.